Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the main body was cracked and had air leak. The main body had deposit and the scope mount was corroded and had heavy operation. The scope mount also had deposit and the cable had air leakage. The connector was cracked and had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd autoclavable camera head had no image displayed. The issue occurred during a laparoscopic inguinal hernia procedure. The procedure was delayed by 40-60 minutes and it as completed with a similar device. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to internal water immersion in the cable and the charge-coupled device (ccd). The faulty cable and the ccd likely became defective because water entered inside the device through cracks on the main body. This likely contributed to a delay in procedure due to the image not displaying. However, the root cause of this reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ this supplemental report includes a correction to b5 to provide information that was not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
There was patient involvement associated with this event, as the incident occurred during a laparoscopic inguinal hernia procedure. As a result of the event, the procedure was delayed by 40-60 minutes while the patient was under general anesthesia. There was no patient harm reported.